Event description:
The hcp reported the patient fell and an extension wire break occurred. The dbs extension and pig were replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.